Event description:
The healthcare professional reported that during a coil embolization procedure to treat a subarachnoid hemorrhage (sah), the complaint coil, a 2.00mm x 3.00cm galaxy g3 mini (glm920030 / 30790688) was used as usual. During the attempt to resheath the coil, the sheath was damaged and the coil could not be retrieved. Continuous flush was maintained. The procedure was completed with new coil. There was no negative impact to the patient reported. On (B)(6) 2023, additional information was received; it indicated that details related to the target vessel could not be obtained. The microcatheter, an excelsior® sl-10® microcatheter (stryker) was not removed when the coil was removed for replacement. On (B)(6) 2023, additional information was received. The information indicated that the reason that led to the need to resheath the coil was due to poor coil conformability. The introducer sheath itself was opened and could not be resheathed, no split was observed. There was no resistance at any time during the coil advancement through the concomitant microcatheter. The coil was not positioned at a relatively sharp angle to the microcatheter. Based on the additional information received on (B)(6) 2023, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30790688) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Positioning difficulty / poor conformability is a known potential issue associated with the use of the device. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.